Event description:
It was reported that patient underwent a partial left knee arthroplasty in 2007. Subsequently, tibial bearing reportedly dislocated and patient underwent revision procedure the following month. A second revision surgery was performed due to dislocation approx two months later, at which time a total knee arthroplasty was performed.

Manufacturer narrative:
Examination was not possible as the device was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.